Event description:
It was reported that during a routine follow up this implantable lead exhibited loss of capture (loc). The patient became anxious and was about to collapse. The patient has complete heart block with an underlying rhythm of 27 bpm. The outputs were increased, and intermittent capture was obtained. An ambulance was summoned and the patient was transferred to the emergency room for monitoring. Two hours later the patient was checked again. They were stable and had consistent capture. The lead was capped and not returned for analysis. This is a similar event as MDR 2183787-2019-00033.